Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) noise, oversensing, inappropriate atrial tachy response (atr) episodes, and impedance measurements of less than 200 ohms. The noise appeared to oversensing of minute ventilation (mv) signals. The noise was reproducible upon pocket manipulations. Boston scientific technical services (ts) discussed programming options with the health care professional (hcp), who noted that no actions would be performed as this patient was without symptoms. The device remains in service.